Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left main. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for pre-dilation. However, the device failed to cross the lesion due to calcification and when the balloon was inflated 12 atmospheres, the balloon ruptured. The procedure was completed with a 2.75x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR:. Returned product consisted of a maverick 2 balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded prior to inflation testing. The device was placed into a water bath on 1/4/2019 to soften the contrast. There is no indication the device was inflated over rated burst pressure (rbp). The balloon was inflated to rbp to identify any possible leaks. No leaks were noticed and the balloon could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left main. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for pre-dilation. However, the device failed to cross the lesion due to calcification and when the balloon was inflated 12 atmospheres, the balloon ruptured. The procedure was completed with a 2.75x20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.